Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 189, 93 and 113 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-90 mg/dl and expected evening non-fasting blood glucose test result range is 200-260 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 256 mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/22/2023 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history (date/time not set, customer stated these were evening results): result 1: 242 mg/dl , date: 01-16-22 , time: 04:40 pm , non-fasting; result 2: 189 mg/dl ,date: 01-15-22 ,time: 05:37 pm , non-fasting; result 3: 93 mg/dl ,date: 01-15-22 , time: 02:43 pm ,non-fasting; result 4: 227 mg/dl ,date: 01-14-22 ,time: 05:12 pm ,non-fasting; result 5: 113 mg/dl ,date: 01-14-22 , time: 03:55 pm ,non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation - customer had returned the incorrect meter. Test strips were returned -product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 10-feb-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products did not resolve the initial concern - internal report reference number: (B)(4).

Manufacturer narrative:
Sections with additional information as of 07-apr-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation - customer had returned the incorrect meter. Test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.